Manufacturer narrative:
The pod was received fully deployed. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. A leak was observed due to a tear in the unexposed portion of the soft cannula. Due to the internal leak, the exposed portion of the cannula could not be tested to confirm the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available, cloud - omnipod 5 software app version data not available, cloud - smartphone operating system data not available, cloud - smartphone hardware data not available, cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 21 mmol/l (378 mg/dl) while wearing the pod between 5 and 24 hours. As treatment a new pod was applied. The device was originally reported for leaking during wear.